Manufacturer narrative:
The hill-rom technician found three bad brake casters and one bad steer caster. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the three brake casters and one steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).